Event description:
Patient had a hickman catheter implanted in the right upper chest on may 7, 1993 at another facility. The patient suffer for leiomyosarcoma. The patient was admitted to this facility on june 7, 1993 for chemotherapy. The therapy was initiated on the day of admission, consisted of adriamycin and dtic, and was to run for 72 hours. On june 9, 1993 at about 10:30 a.m., the nursing staff note and extravasation around the huber needle that was inserted into the catheter. The IV was disconnected immediately and extravasation procedures were followed. The patient was injected with wydase. No further chemotherapy was given. The patient was seen by an oncologist, the general surgeon, and the plastic surgeon. A side effect of extravasation may be the necrosing an d sloughing of skin. No evidence has been seen of this side effect as of the date of this report. However, it is felt that this may occur in the future. The catheter was not removed. The physicians involved felt that if necrosing and sloughing occur and the site has to be deberided, they will replace the catheter at that time. The patient will be monitored closely by the oncologists. It should be noted that there was no physical evidence that the catheter failed, but it is suspecteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.